Event description:
It was reported to olympus that a video telescope had an image that showed discoloration. The reported issue was found during inspection before use. The intended procedure is laparoscopic surgery. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to g2. Please see updates to g2, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found that the device displayed an e104 error message, loss of image, damage to the gray cable sleeve, and broken components at the hose and cable assembly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The discolored image was unable to be confirmed during the device evaluation. Based on the results of the investigation, the final root cause of the reported event was unable to be identified. Olympus will continue to monitor field performance for this device.